Event description:
It was reported that following the stent deployment, the stent appeared to be deformed, twisted and not completely apposed to the vessel wall. Reportedly, the procedure included treatment of a cto in the left mid sfa to the popliteal, just above the knee. The physician deployed two stents, a 6x170 and a 7x170. The deployment was successful and without complication. However, after performing a run, it appeared that the overlapping portion of the stents as well as the proximal and distal area of the overlapping area was twisted and not completely apposed to the vessel wall. The physician advanced a balloon catheter to perform post-dilatation of the stent. However, as the balloon was inflated, the rest of the stent (not covered by the balloon) collapsed inward. The physician removed the balloon catheter and deployed a competitor's stent overlapping the overlapped portion of the stents. The physician performed another run, and it was identified that the flow through the vessel was not adequate. The physician decided to perform thrombolysis and the pt was kept overnight. The following day, two competitor's stents were deployed. A final run demonstrated adequate flow through the vessel. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system discarded by the user facility, therefore, not available for eval. The event investigation is currently underway. (B)(4). This event involves two devices in the same pt. The second stent was reported under manufacturer reports no: 9681442-2010-00042.